Event description:
The customer reported that the battery would not charge. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer requested manufacturers assistance from an onsite field service engineer (fse). The customer reported the unit would operate on ac power but the backup battery would not charge. The fse recommended replacing the power supply. Upon facility purchasing approval, the biomedical engineer reported the power supply would be ordered and replaced as recommended.